Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg is not connecting with external devices and is not providing therapy. Reportedly, had multiple surgeries and the ipg was not set into surgery mode prior to the surgeries. As such, further troubleshooting may take place at a later date.